Event description:
A customer reported receiving imprecise sequential readings on their blood glucose meter within 10 minutes. Results of 13.9 mmol/l, 2.9 mmol/l and 27.8 mmol/l were plotted on a parkes error grid and fell into a "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.